Event description:
According to the user facility, the event occurred approximately 3 weeks ago during a tracheotomy procedure, under general anesthesia. According to rptr, a facial fire occurred resulting in 1st degree burns. It was reported that conmed's p/n 402-2204 and 130309 were used. The pencil, however, had been modified by removing the blade electrode and inserting a megadyne silicon electrode. According to the initial reporter, the megadyne electrode had been modified/bent (almost 90 degrees) by the surgeon.

Manufacturer narrative:
All devices called out in this report are unavailable for evaluation due to a court ordered sequester / quarantine. Excalibur plus pc service manual states the following: "section 1.1.2 cautions for patient preparation". "Electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o), or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site, whether they are present in the form of an anesthetic, life support, skin preparation agent, or are produced by natural processes within body cavities, or originate in surgical drapes, tracheal tubes, or other materials. There is a risk of pooling of flammable solutions in body depressions such as the umbilicus and in body cavities, such as the vagina. Any excess fluid pooled in these areas should be removed before the equipment is used. Due to the danger of ignition of endogenous gases, the bowel should be purged and filled with nonflammable gas prior to abdominal surgery. To avoid the risk of tracheal fires, never use electrosurgery to enter the trachea during tracheotomy procedures."